Event description:
It was reported that intra-operatively, the physician attempted to place a lead, however, the lead helix exhibited an extension issue. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the helix extended and retracted smoothly without anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.